Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an image issue on the tower. Powered on unit and saw that the "auto" light was not on. There was no report of patient harm.